Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device was received for analysis. The effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. The proximal shaft at the strain relief was completely separated and the proximal shaft was partially separated 25cm, 25.25cm and 29cm from the strain relief. No other damage or irregularities were identified. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that there was a kink. An angiojet® ultra pe catheter was selected for a thrombectomy procedure in the lower extremity deep vein. When pulling the catheter out of its protection cover prior to use, a kink was observed on the device¿s ¿deep proximal connecting dot.¿ the device was exchanged with another of the same device and the procedure was completed successfully. No patient complications were reported and the patient¿s status after the procedure was stable. However, device analysis found proximal shaft was partially separated. It was further reported the damage found during analysis was noticed when the catheter was pulled out from its protection cover.